Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. Prior to implant, the ICD exhibited audible noise and inappropriately went into backup operation. The ICD was not implanted. The patient was stable throughout.